Manufacturer narrative:
(B)(4)

Event description:
It was report when an asymptomatic patient presented to the clinic for a routine follow-up, a strip of noise reversion revealed the patient received inappropriate antitachycardia therapy due to myopotential oversensing. The low frequency attenuation filter was toggled off and deep breathing was performed. Oversensing was no longer reproducible. The patient will be monitored with routine follow-up. No further information is available.